Event description:
Event description boston scientific received information that this radio frequency (rf) capable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.0 volts pre-implant. The box labeling listed the voltage at 3.20 volts. The representative believed that the device had been interrogated with rf previously. A boston scientific technical services consultant discussed turning off rf and reinterrogating the device in 48 hours. The representative then reported that the device remained at 3.0 volts.